Manufacturer narrative:
The reported event of difficulty removing leads from the header was not confirmed. The pacemaker was returned for analysis. Visual analysis found an accumulation of blood in the right ventricular (rv) connector port. No other anomalies were found.

Event description:
It was reported the patient presented for a generator change-out. During the procedure, the physician had difficulty removing the leads from the pacemaker's header. The leads were able to be removed after a 30 minute delay. The pacemaker was explanted and replaced. The patient was stable throughout.